Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. There were no leaks identified on manual leak test. There were no abnormalities in the accessories used for reprocessing. The device was returned for evaluation. During testing and inspection of the device, it was determined that foreign material was in the instrument channel. It was not possible to identify when the foreign material had become attached to the channel. Additionally, the evaluation revealed the following findings: forceps passage scraped/punctured and black debris found in the instrument channel; control knob play noted; distal end plastic cover scratched; bending section cover glue cracked; angulation in all directions were out of specification; and light guide lens and objective lens had tiny chips at the edge and minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the colonovideoscope, foreign material exited from the channel, including the auxiliary water channel. The foreign material was removed from the scope during manual cleaning with brush and the borescope viewed more foreign material between 4-6 centimeters from distal tip. The procedure being performed was a colonoscopy and the procedure was not prolonged, and anesthesia or sedation was not extended. In addition, the procedure did not need to be cancelled or postponed and the procedure did not need to be completed with another device. There were no reports of patient harm or impact associated with this event and no medication intervention was required.

Manufacturer narrative:
It is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of black foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.